Manufacturer narrative:
D5,6; h3,4,6;g4: add additional info. D6: device returned with no lot ID. H6; code 400: damaged firing mechanism. Results of evlauation: conclusion: based upon the info recevied and the visual examination, it was concluded that the instruments were returned non-functional. The insturmenst were disassembled and were found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire thorugh a spent cartridge, firing priro to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a v.a.t.s. Procedure. The first device was fired, reloaded with no problem; they closed the device but it would not fire. A new device was opened. The second device was closed but would not fire; a new cartridge was loaded, closed and only half fired. A second new cartridge was opened, closed and half fired, but half of the staples were unformed. The surgeon changed to a different device. There was no consequence to the pt. Four reload cartridges are being returned with the devices.